Manufacturer narrative:
Device used for treatment and not diagnosis. The DHR was reviewed and at the time of material release to warehouse there were no nonconformities relevant to this complaint event. The product passed specifications. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis. The returned device was manufactured in august 2010 and is over 2 years old. The miniature ball bearing has a white residue, resembling oxidation, around it preventing the ball from rotating and translating via the spring underneath. This is preventing the depth gage sleeve from sliding as intended on the depth gage body and staying retained at the location of measurement. (B)(4). This device is used repeatedly so the actual complaint rate based on usage would be significantly lower. This complaint condition was most likely caused by improper care and reprocessing which led to the corrosion around the miniature ball bearing and ultimately preventing the device from functioning as intended. A reprocessing care and maintenance document (B)(4) is available to prevent this complaint condition from occurring. The design is adequate for its intended use and did not contribute to this complaint condition.

Event description:
Surgeon was performing an orif of a 5th metacarpal the depth gauge froze up and would not measure properly. A similar depth gauge from another set was used and the case finished as planned without interruption or harm to the patient. The patient's status is satisfactory.

Event description:
This is 1 of 1 report for complaint (B)(4).